Manufacturer narrative:
Philips is in the process of obtaining additional information concerning whether sound was present, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the speaker is defective. It is unknown if the speaker produced sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A remote service engineer (rse) provided the customer a quote for a replacement speaker, but the quote was not accepted by the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer provided a quote for a replacement speaker, but the customer did not accept the quote.